Event description:
Reporter stated that device's base unit smelled like smoke. Additionally, reporter noted that some of the device's internal contacts are discolored. No operator injury was reported. At the time of the report, the suspect device had been removed from service. Technical support requested the return of the suspect product and replacement product was shipped.